Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2152006. Medical device expiration date: 31-may-2027. Device manufacture date: (B)(6) 2022. Medical device lot #: 1307344. Medical device expiration date: 31-oct-2026. Device manufacture date: (B)(6) 2021. It was reported there was some form of particulate matter found in many of the syringes. To aid in the investigation, seven samples in sealed packaging blisters and five photos were provided for evaluation by our quality team. A visual inspection was performed and the syringes have black specks of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The five photos provided show the samples received. A device history record review was completed for provided material number 302830, lot numbers 2152006 and 1307344. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe each from lots 2152006 and 1307344 had foreign matter in them. The following information was provided by the initial reporter: "surgery center has identified a contamination issue with 20cc bd syringes containing the lot# 215006. There was some form of particulate matter found in many of the syringesâ¿¿ sterile packaging as well as within the syringes themselves. In some it can be hard to see, in others, itâ¿¿s very obvious."